Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 20 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the mid to distal region of the stent were noted to be lifted from their crimped position and pulled distally over the distal balloon cone. The undamaged crimped stent outer diameter was measured. The balloon was reviewed, and the proximal balloon cone was noted to be bunched. The balloon wings were however wrapped and evenly folded and no signs of positive pressure were noted. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 2.25 x 20mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and after removal, the part of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 2.25 x 20mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and after removal, the part of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported.